Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and displacement test however, alarmed hardware low level failures during self test and pump trace download confirmed hardware low level failures variable 3. Phardware low level failures was due to broken trace u1 pin 6 (sda). Unit passed the displacement test. The adapt graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert, low battery alarm, or power loss alarm noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, faded serial number label, and faded end cap address label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure pump error alarm. Insulin pump did received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.